Event description:
It was reported that a surgeon damaged the atrial lead and the svc (superior vena cava) coil of the rv (right ventricular) lead. High svc coil impedance was noted. Years later during a device replacement for normal battery depletion, the atrial lead was capped and replaced. The svc coil had already been programmed off since the time it was damaged, and this programming was retained with the new device. The other portions of the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, ICD, implanted: (B)(6) 2008. (B)(4).